Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that they were hospitalized for low blood glucose on (B)(6) 2018. Blood glucose reading was 120 mg/dl at the time of admission. The customer experienced a seizure prior to being hospitalized. Troubleshooting was declined for the customer's low blood glucose. The customer's current blood glucose was unknown. The insulin pump will not be returned for analysis.